Event description:
It was reported that the compressor did not start. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the compressor mini on site. The transformer was identified as the faulty part and was replaced. The replaced part was sent for further investigation. Simulated use testing of the returned part could reproduce the reported issue. The device did not start up. Further investigation showed the electrical measurement verified that there was and open circuit over the transformer, which deviates from specification. There is a risk of stop of ventilation or too high oxygen concentration if the compressor stops during ventilation. If this happens, several alarms will be generated. The root cause to the reported issue could not be established by this investigation.